Manufacturer narrative:
The infusion pump was tested for flow accuracy at 100ml/hr, channel b failed the accuracy test with a flow value -22.05% below the desired amount. The specification limit for this pump is +/-5%.

Event description:
The device was returned for service with a report of "underdelivery on channel b". Information was not provided regarding whether or not the device was in patient use when the reported condition occurred. The hospital representative stated they have no record of any patient incident involving the pump since the last baxter service event and no patient injury has been reported.